Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 74-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During implantation, difficulty crossing a transcatheter aortic valve replacement (tavr) valve with the pigtail and 0.018-inch guidewire was reported. Despite this, the impella cp was successfully advanced over the wire without issue, and the pump initially functioned without concerns. During a subsequent peel-away sheath exchange performed by the physician and scrub team, the pump was observed to be pulled backwards. Attempts to re-advance the device into the left ventricle (lv) were unsuccessful due to a kink identified in the cannula just below the motor housing. At that time, flows were reduced to approximately 2.1 l/min. Based on these findings, the clinical team elected to remove the affected impella cp and replace it with a new impella cp. No adverse events were reported with the second impella cp. The patient ultimately expired. The survival outcome was death, which is being conservatively reported and coded to the first impella cp. However, based on the available clinical information, the death is more likely attributable to the patient¿s underlying critical condition, including severe ami/cgs and scai stage e cardiogenic shock.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the guidewire delivery issue was most likely related to patient condition due to presence of tavr causing interaction with guidewire.